Event description:
The pt was implanted in (B) (6) 2008 and had a shock impedance between 30-40 until (B) (6) 2009. The november, the shock impedance reported >150 and remained >150. The pt received a shock last week and the shock impedance was 50 ohms. The painless chock impedance still reads >150 ohms. After opening the pocket, the lead was found discolored and the generator had a small discolored area under the header. Therefore, a new linox sd 75/18, (B) (4) and lumax 540 hf-5, (B) (4) were implanted."